Event description:
It was reported that during normal device change out for elective replacement indicator (eri), what appeared to be an insulation break was noted on the lead. The lead was repaired and is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.